Manufacturer narrative:
The device was returned and the evaluation found that the tip of the tube is broken and the passage of the tube is limited by deformation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the arthroscopy system exhibited the tip of the tube was broken. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, e2, e3, g2(user facility and health professional was selected on initial, please disregard as this is pae on estimation). Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 03 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the wear and repeated use over time led to the broken tip of the tube, whereas due to excessive force by the user the tube was deformed. However, a definite root cause could not be identified. Olympus will continue to monitor field performance for this device.